Manufacturer narrative:
Combination product: yes. (B)(6) 2026 lead explanted. (B)(6) 2026 correction to status. Lead was capped. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2026 lead explanted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Out of range (>3000ohm) pacing impedance reported and noise seen on iegm recording on hmsc. Lead evaluation and xray recommended. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.